Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire drive were selected for use. The rotapro was prepped and platformed at 180,000rpm outside the patient, then advanced over the wire. During procedure, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the portion of the rotawire was returned for analysis. The returned portion of the rotawire was measured, and it was found that 168cm of the distal portion of the wire had been returned. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the returned portion of the rotawire. Functional testing was performed using the returned rotawire portion. During testing, the returned rotawire portion was able to be removed with resistance but was not able to be reinserted due to the kink at the proximal end of the rotawire portion. Product analysis confirmed the reported event, as the returned rotawire portion was able to be removed with resistance but was not able to be reinserted due to the kink at the proximal end of the rotawire portion.

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.25mm rotapro and rotawire drive were selected for use. The rotapro was prepped and preformed at 180,000rpm outside the patient, then advanced over the wire. During procedure, the burr was stuck in the rotawire inside the patient. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire devices. There were no patient complications were reported.